Event description:
A gyn oncology fellow, was trying to remove the leg portion of the bed to enable positioning pt. Into lithotomy. The button that needs to be pressed to release the bed part was difficult to move, stuck, and not budging. As doctor pressed the button, his finger got stuck in the metal latch under the gas cylinder of the bed piece. ====================== manufacturer response for multi-specialty surgical table, multi-specialty surgical table======================investigating. Checked out the table and found that when the doctor removed the head section that his right hand was under the gas cylinder. The lever must have been bumped causing the cylinder to release and pinch his fingers.